Event description:
A sales rep reported that a nurse mgr alleges that approx a month prior to this reporting, that one of the co's machines failed to go into bypass when the conductivity fell to 12.2. Pt complained of severe cramping all over body and had to be taken off machine early. Pt remained in facility about 3 hrs after removal from machine before going home. There was no medical intervention required.